Manufacturer narrative:
H6: investigation summary: bd received 7 photos as well as three customer samples of used/contaminated push button blood collection system devices were received for review and analysis. 2 out of 3 of the samples do not confirm the reported issue of a retraction failure as the samples had the needle already retracted. In addition, the samples were subjected to a visual inspection under magnification for presence of excess adhesive on the hub or gate stub on the hub. No defects were observed. However, 1 out of 3 of the samples showed the reported defect of a retraction failure as the sample had the IV needle partially retracted. The sample was subjected to a visual inspection for presence of excess adhesive on the hub or gate stub on the hub with the defect of a gate stub on the hub being present. Therefore, confirming the customer's indicated failure of retraction failure. The root cause of the retraction failure was a gate stub found on the hub of the device coming from worn tooling components during the injection molding manufacturing process. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was a retraction issue - does not retract (button will not engage). This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: there was a "needle retraction failure. The hcp pressed the button, the needle did not retracted completely (about 1-cm needle point was not retracted)."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was a retraction issue - does not retract (button will not engage). This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: there was a "needle retraction failure. The hcp pressed the button, the needle did not retracted completely (about 1-cm needle point was not retracted)."